Event description:
The company was informed that the pt refused to wear the external equipment. X-ray revealed that the internal magnet has migrated out of place. The pt is hearing with the device; however, surgery has been scheduled to replace the magnet.